Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.

Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.

Manufacturer narrative:
The device is indicated as available for evaluation. As of the date of this report, the device has not yet been returned. A follow-up report will be provided once it has been received and reviewed.

Event description:
During 1200 assessment of PICC found drsg saturated (not readable) tpn/smof noted around insertion site, possibly cracked PICC. (B)(4).